Event description:
Baxter sigma microtubing found leaking tpn at y-port connection and was discontinued. Manufacturer response for IV tubing, sigma microtubing (per site reporter): response unknown. Similar reports in maude.